Event description:
After first use two bristles pulled out slightly. After second use a third bristle pulled out slightly. After third use a bristle detached and was in user's mouth. User was concerned about safety.